Event description:
User reported a non-specified alarm condition and requested routine repair. Failure investigation found failed component resulting in alarm condition that prevents device use. Follow up with customer failed to get any info on pt or pt's condition.